Manufacturer narrative:
Concomitant medical products: product ID 37711, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2008, product type: implantable neurostimulator; product ID 3986a, lot# lb8445, product type: lead; product ID 3986a60, lot# n082356, product type: lead; product ID 3986a60, lot# n082356, product type: lead; product ID 3986a, lot# lb8445, product type: lead; product ID 748951, serial# (B)(4), product type: extension; product ID 748951, serial# (B)(4), product type: extension; product ID 7435, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 3708160, serial# (B)(4), product type: extension; product ID 3708160, serial# (B)(4), product type: extension; product ID 37742, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient¿s device was removed approximately 6 years ago due to infection. Two days later it was reported that the device was removed several years ago. The patient was doing fine now. Reference manufacturer report# 3004209178-2014-08459.